Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they were meeting with the patient and physician on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient no longer had bowel issues and was sent to urology. The rep reported that the patient was sent for other tests and everything came back normal. The rep reported that the impedances were normal after the fall. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins).the patient stated that they fell last week and after the fall they had uncontrolled bowel movements. The patient was admitted to the hospital. The patient went to do an MRI and they had to stop through because they had a burning feel. The patient was waiting on the physician to see what they want to do, the patient wants to meet with the healthcare provider (hcp) and the manufacturer's representative (rep) at the same time. The interventions taken were unknown. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165 (B)(4) implanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they would be seeing the patient tomorrow along with the patient¿s doctor. It was reiterated that the patient had an MRI done and that halfway through the scan the patient reported excessive heating at the pocket site. It was unknown how long into the MRI scan they were as well as to what the MRI settings were. It was reported that the patient did program into the MRI mode and did see a full body condition. Since their MRI scan, the patient had been told to kept their stimulator turned off, due to their physician being on vacation. It was reviewed to find out what the MRI settings were, and to perform an impedance assessment. They were redirected to the patient¿s hcp to see if stimulation could be turned back on. No further complications were reported/anticipated.